Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to the distributor. Evaluation is currently underway.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and in the hospital at the time of the event. Hospital staff was attempting resuscitation on the patient at the time of the event. Prior to the patient's passing, the patient received an inappropriate treatment. The treatment was delivered at 6:26:24 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was bradycardia at 55 bpm with CPR artifact. The response buttons were not pressed during the event. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.